Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a secondary tubing containing valproic acid became disconnected from the drip chamber. There was no report of patient harm.